Event description:
It was reported that: "patellar button implant loosened."

Manufacturer narrative:
Method: DHR, complaint history and packaging insert review. Eval summary: the results of the investigation indicate that the exact root cause of the event cannot be determined based on the info provided. Neither the explanted devices nor pt medical records or x-rays were returned for eval. Review of the mfg device history records indicated no evidence of prosthetic design, mfg, or material factors as being responsible for the reported event. As the patella was implanted in situ for over 14 years, it is most likely that this event is not device related but rather associated with pt and/or clinical factors. The product experience reporting database (2004 - present) shows that there have been no any other similar reported events regarding the reported lot of product. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.